Event description:
It was reported that during a routine x-ray it was found that the implanted plate had broken. The patient states there was no fall, injury, or violence which would have caused this fracture patient was revised approximately 2 months post implantation. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Report source: czech republic. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: 131220418, lock screw 1.5x20mm, lot # rm869p catalog #: 131220416, lock screw 1.5x16mm, lot # rm282s catalog #: 131220420, lock screw 1.5x20mm, lot # rm692r catalog #: 131220522, non lock screw 1.5x22mm, lot # m12641 a reported event was confirmed as visual examination of the returned product identified the plate has been fractured into 2 pieces. There are also some nicks and gouges on the outside edge of the plate. Fracture surface analysis conducted showed that the lock plate sample fractured due to fatigue. Eds semi-quantitative elemental analysis of the lock plate sample showed that it was consistent with ti-6al-4v alloy, along with foreign elements such as carbon, oxygen, sodium, silicon, and calcium. The radiographs showed two views of the first carpal metacarpal joint demonstrate malleable plate and screw fixation device which appears to be fractured. Partial withdrawal of the trapezium screw. Incomplete bony fusion of the joint space. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01410, 0001825034-2023-01723, 0001825034-2023-01724, 0001825034-2023-01725.